Manufacturer narrative:
The device was returned as part of the asset return process, in addition to the finding in b5 the following was discovered; the bending angle in up direction did not meet the standard value due to wear of angle wire, the bending section cover had a scratch, the adhesive on the bending section cover was detached, the adhesive on the bending section cover had a chip, the scope connector had corrosion due to water leakage, the adhesive around objective lens was peeled, the displayed ultrasound image was defective with missing elements due to damage on ultrasonic probe, the acoustic lens had a scratch, the acoustic lens was damaged, there was a chip in adhesive area between acoustic lens and ultrasound probe, the up/down knob could not be locked securely due to wear of forceps elevator lever, the protector of universal cord on control section side had a scratch, the paint on air water cylinder was peeled, the objective lens had a scratch, and the light guide lens had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, ultrasound grastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the adhesive part of tip probe fixing screw peeled off. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the adhesive peeling on the tip probe fixation screw could not be identified. Olympus will continue to monitor field performance for this device.